Event description:
It was reported that the patient received inappropriate therapy, due to noise on the ventricular lead. X-ray did not show that the lead was displaced. The lead will be monitored.

Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The cg stated the home patient (hp) disconnected herself thinking therapy was over then reconnected. The technical service representative (tsr) instructed the cg to close the transfer set and explained se 2240 indicates a large amount of air entered the cassette. The tsr advised the cg to inform the nurse of the se 2240. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.